Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the 26mm sapien valve ended up too aortic (90:10) causing paravalvular leak (pvl). A second valve was implanted in order to resolve the pvl. The patient was reported in stable condition. Per report, the balloon valvuloplasty (bav) was performed three times: during the first inflation the balloon watermelon seeded into the left ventricle, during the second inflation the balloon watermelon seeded into the aorta and on the third inflation the balloon was stable and adequate. The 26mm sapien valve was advanced and flexed over the arch and across the annulus. Upon retracting the pusher catheter the valve position moved aortic and the system was re-advanced. The valve was positioned 50:50 across the annulus and deployed holding respirations and rapid ventricular pacing. Post deflation and retraction of the delivery catheter into the aorta it was noted that the valve had moved aortic and was approximately 90:10 aortic on the left cusp side of the annulus and 80:20 on the right side. Transesophageal echocardiogram (tee) showed the patient had moderate paravalvular leak. Due to the high position of the valve the physician team decided to implant a second valve; the second valve provided adequate seal of the annulus. The second valve was placed fifty percent lower than the first valve. Although the pvl was improved there was still one jet and the team decided to add 1cc of contrast to the atrion and a single post dilatation was performed. A follow-up tee showed the pvl was reduced to trace. During this case the image intensifier angle was good. The coaxial alignment was fair. The valve/leaflets were heavily calcified. There was mild aortic root calcification, moderate mitral annular calcification (mac) and moderate ventricular septal hypertrophy. Ventilation was held during deployment and there was no loss of pacing capture. This patient's ejection fraction was 52 percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, patient factors (heavily calcified native valve/leaflets, moderate mac, moderate ventricular septal hypertrophy, a preserved ejection fraction) and procedural factors (possibly under dilated valve for the patient's anatomy), appear to have caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.